Event description:
Customer reported that the pump battery would not charge despite using a wall outlet and different charging configurations. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump for insulin therapy.